Manufacturer narrative:
It was reported the unit burned. Visual inspection of the unit revealed no evidence of an actual burn. We did note that the fabric foundation was discolored by excessive levels of heat, caused when the unit was crumpled and a section of the heater wire became loose and tangled together. We determined that this report was attributable to misuse of the unit on the part of the consumer.

Event description:
It was reported the unit burned.